Manufacturer narrative:
H11: based on follow up communications, livanova field service engineer replaced the shaft encoder to solve the issue. Involved unit was manufactured in 2023 and according to the analysis of the complaints database, no further events have been reported in the past; no concerning trend has been identified for this failure mode. Based on investigation findings, the reported failure was traced to a defective shaft angle encoder, likely caused by progressive wear of the electro mechanical device. This wear could have been initiated or accelerated by the specific use conditions at the customer's site, including situations that may be unintended, occasional, or not consistently repeated that can produce cumulative effects over time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 double roller pump. The incident occurred in india. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: the encoder was not working. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 double roller pump gave the following error message "shaft encoder fault in pump 3b" during priming. There was no patient involvement.